Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and additional information obtained (b3, b5). Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, no image and color bar displayed was due to corrosion on the receiving contact of the video connector. The root cause of the faulty socket could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received identifies the customer first noticed the phenomenon during pre-use inspection.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, battery consumption issue was noted and corrosion was noted on the receiving contact of the video connector. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the visera pro video system center displayed a color bar. There was no harm or user injury reported due to the event.